Manufacturer narrative:
The device was received for evaluation. During visual inspection, a hole in the tube was observed. Functional testing was performed and a leak was noted. The reported condition was verified. The cause of the condition was deemed to be operator error. There are manufacturing process controls in place to minimize such conformances. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a blood recipient set had leaked from a tear in the tubing. This event occurred during preparation of the set. There was no patient involvement. No additional information is available.